Event description:
The device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.

Event description:
The clinic reported that there was a wound dehiscence at the surgical incision. Sutures were placed over the area to close the wound and it was reported that the site was healing. However, another area of the surgical incision had dehisced. The wound was subsequently cleansed with topical iodine and sutures were placed to close the dehiscent area on (B)(6) 2025. The patient was also treated with oral and topical antibiotics on (B)(6) 2025, for two additional weeks. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Event description:
Per the clinic, the patient developed cellulitis and swelling at the incision site shortly after implantation surgery, resulting in impaired magnet retention and inconsistent device link. The patient was treated with oral antibiotics (specific date and duration not reported), however the issue did not resolved. During 1-month post activation appointment, the patient experienced recurrent swelling and fluid collection were observed, requiring stronger magnet use. The patient also reported intermittent wound drainage. Subsequently, the second course of oral antibiotics was prescribed (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.